Event description:
It was reported that the bd eclipse¿ needle broke during use. The following information was provided by the initial reporter: "the small plastic part of the syringe broke while rn was drawing up medication."

Manufacturer narrative:
Initial reporter address: information was not able to be obtained, therefore, (B)(6) was used as a place holder. FDA notified?: the initial reporter also notified the FDA via medwatch # mw5109556. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k980987 (syringe); PMA / 510(k)#: k161170 (needle). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the bd eclipse¿ needle broke during use. The following information was provided by the initial reporter: "the small plastic part of the syringe broke while rn was drawing up medication."